Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had damaged comb. The event occurred during set-up. There was no harm associated with the event.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4: UDI: (B)(4). On november 2, 2018, it was reported that the device had a damaged comb. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on november 14, 2018 revealed that the comb was bent. The pretests could not be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 14, 2018 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was bent. The root cause of the damaged comb could not be determined with the provided information since it is unknown how the comb became damaged. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.